Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The customer reported that the trs175sb2, anchor specimen bag broke during use on a splenectomy procedure on (B)(6) 2018. There was no reported patient injury or delay in procedure. After further information was gathered the surgeon stated that he misused the bag which caused it to break. However, a similar failure mode has been reported within the past two years. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The alleged broken trs175sb2 device has not been returned for evaluation however the provided photographic evidence exhibits the reported failure the manufacturing documents of the device history record have been reviewed with special attention to the manufacturing and inspection of the product. This product released for distribution was found to have met all the specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 20 devices for this family and failure mode. During the same time frame 224,344 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .00009. Per the instructions for use, the user is advised the following; - - only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. - the anchor tissue retrieval system is for single patient use only and should not be re-sterilized. The ability to effectively clean and reuse this single use device has not been established and subsequent re-use may adversely affect the performance, safety and/or stability of the device. - the use of morcellators within the anchor tissue retrieval system has not been evaluated. The anchor tissue retrieval system is not recommended for use with power morcellators. - care should be taken when using sharp and electrosurgical devices. - note the size of the trocar when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid in the removal of the anchor tissue retrieval system. This issue will continue to be monitored through our complaint system to assure patient safety.